Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that during use of a cleo® 90 infusion set, the patient's pump alarmed "infusion is blocked". The tubing was checked and was "fine", the issue was with the site. The patient's blood glucose levels were around 400 mg/dl at the time of the event. To address the high blood glucose levels, the patient administered manual injections. No permanent injury was reported. See MFR: 3012307300-2017-01330, 3012307300-2017-01331, 3012307300-2017-01332, 3012307300-2017-01333, 3012307300-2017-01334, 3012307300-2017-01335, and 3012307300-2017-01337.